Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaking during pd treatment. The fluid was discovered during unknown phase/cycle of dialysis. The leak occurred a few days prior to the patient calling in so limited details were provided. The patient was connected during incident. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown source. The patient could not determine where the leak came from. Multiple attempts were made to gather missing details, but not further data was provided. There was no harm, intervention or adverse event indicated in the initial call. There is no cycler set sample available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaking during pd treatment. The fluid was discovered during unknown phase/cycle of dialysis. The leak occurred a few days prior to the patient calling in so limited details were provided. Multiple attempts were made to gather missing details, but not further data was provided. There was no harm, intervention or adverse event indicated in the initial call. There is no cycler set sample available.

Manufacturer narrative:
Correction: b.5.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaking during pd treatment. The fluid was discovered during unknown phase/cycle of dialysis. The leak occurred a few days prior to the patient calling in so limited details were provided. The patient was connected during incident. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown source. The patient could not determine where the leak came from. Multiple attempts were made to gather missing details, but not further data was provided. There was no harm, intervention or adverse event indicated in the initial call. There is no cycler set sample available.